Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The totally occluded 16x3mm target lesion contained >= 90 degree bend and was located in the moderately tortuous and severely calcified right coronary artery. A 3.00x16mm promus element drug eluting stent was selected for use to treat the lesion. However, the physician could not implant the stent as the stent strut was noticed to be damaged. The device was removed intact the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device was returned for evaluation. A visual examination of the returned device identified that the hypotube was kinked at various locations along its length. An examination of the crimped stent found that the proximal edge of the stent was damaged. Two struts on the most proximal row were lifted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).